Event description:
As reported by the affiliate, two poweflex extreme devices failed to cross the target lesion. There was no report of injury to the patient. No further information was provided. Per preliminary visual analysis, there is a balloon burst to the power flex balloon catheter with lot# 15976263. Multiple attempts to gather additional information have been made and have been unsuccessful.

Manufacturer narrative:
(B)(6). (B)(4). Complaint conclusion: two powerflex extreme balloon catheters (bc) failed to cross the target lesion. There was no report of injury to the patient. No further information was provided. Two products were returned for analysis. (B)(4). One non sterile powerflex extreme 6mmx4cm 40cm bc was returned. No damage was noted in the device. A device history record (DHR) review of lot 16043724 revealed no anomalies or non-conformances that can be associated with the reported event. (B)(4). One non sterile powerflex extreme 5mmx4cm 40cm bc was returned. The balloon was received deflated and appears have been inflated. Per visual analysis an axial burst was noted in the balloon. A leak test could not be performed due to the axial burst noted in the balloon. Sem analysis noted that the external surface presented evidence of scratch marks that could be related to the balloon burst. The internal surface and marker bands did not presented any evidence of damage. No other anomalies were found during the analysis. A device history record (DHR) review of lot 15976263 revealed no anomalies or non-conformances that can be associated with the reported event. The reported ¿failure to cross¿ could not be confirmed and the exact cause could not be determined. Difficulty crossing a lesion or an anatomical structure is a known procedural occurrence. Difficulty crossing a lesion has been investigated, and the consequences of crossing difficulty occurring during clinical use of the device are usually addressed by modification in technique or substitution with another device. Crossing difficulty is most commonly related to the patient anatomy, operator technique and appropriate device selection. During analysis a ¿balloon burst¿ was noted. The exact cause of the pinhole could not be determined. Despite multiple attempts to obtain additional procedural and patient information, and based on the very limited information available for review, the abrasions noted on the outer surface during analysis may show that the balloon came into contact with a rough and/or hard surface, which may have contributed to the burst. Neither DHR review nor the product analysis suggests that the events experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.